Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. The audio alarm was found to be intermittently responsive. The pump was opened; a piezo contact alignment failure was found during analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas stating the audible tones were faint. The tones reportedly were set at the highest level with no resolve. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.